Event description:
Pt had a vaginal hysterectomy with anterior/posterior repair, and placement of the bonanno suprapubic bladder drainage catheter. Pt went home in 03/2000. Five days later pt called physician because suprapubic catheter was leaking at the insertion site. Physician thought perhaps bladder was more full than pt thought. Told to unclamp and drain more often. Even after emptying the bag the pt's bladder felt full. The next day pt called physician and told him the catheter wasn't working. Dr told pt to come to dr's office where dr attempted to remove the catheter. As dr attempted the removal, dr found it was broken, necessitating the pt go to a urologist for a cystoscopy to remove the piggytail portion of the catheter.